Event description:
The surgeon implanted an cc4204bf collamer plate lens, but the foam tip plunger ripped the back haptic while being inserted. The lens was removed in pieces with no patient injury or event. The facility stated the lens damage was caused by the foam tip plunger. An msi-pf injector and an spc-25 fp cartridge were used, but the lot numbers were not provided by the facility.